Event description:
Boston scientific received information that this patient stated that while they were eating dinner they passed out and lost consciousness for several seconds. 911 was called and the patient was brought to the hospital where they stayed for 2 days. The cause of the syncope is thought to have been from low blood pressure. A boston scientific sales representative was called and interrogated the device and found it was working appropriately. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.